Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed the temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service it was noted that the device was experiencing heat. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional information provided.